Event description:
The hosp reported after sterilization process, it was discovered that the scope lens was cracked. No pt involvement was reported.

Manufacturer narrative:
The visual inspection shows that the scope distal lens was cracked. The scope will be sent to scholly fiberoptics for further assessment.